Event description:
A malfunction alarm was reported by the customer with the resettable malfunction code 3-0x2095, requiring pump replacement. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and instructed the customer to revert to multiple daily injections as a backup, put the current pump into storage mode, and return it with a pre-paid label. The customer confirmed understanding and acknowledged the process.